Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed based on the information contained in the event log file retrieved from the returned system controller serial number (B)(4). The event log file contained data recorded from (B)(6) 2021. The system maintained the set speed with no interruptions and there were some intermittent power cable disconnect and low battery advisory alarms were recorded; however, the reported backup battery fault alarm was not captured. The data recorded on (B)(6) at 5:30 am revealed that a driveline power fault alarm became active. The alarm remained active until 9:39 am when the driveline was disconnected consistent with the reported controller exchange. A specific root cause for the driveline power fault was not able to be determined. The returned modular cable was functionally tested while connected to the returned system controller, a test pump, test patient cable, test power module, and test system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. The modular cable passed electrical testing without issue. The investigation also revealed yellow discoloration of the inline connector bend relief, dark brown discoloration of the controller driveline connector bend relief, a small green residue on one of the ground pins in the inline connector and kinked sections/wires approximately 7.5, 15 and 17.5 inches from the driveline connector end with no breaches in the insulation. Heartmate 3 patient handbook, rev c, ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev c, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), "system operations" also provides instructions on how to replace the modular cable. "Patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline¿ in water or liquid." In addition, "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The production order (batch 6709708) from (B)(6) 2018 was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm and backup battery fault alarm. Log file review captured a driveline power fault in addition to strings of low power advisories due to normal battery depletion. There was no interruption in pump support during these events. The modular cable and controller were exchanged on (B)(6)2021 but the fault alarm persisted. The patient was sleeping when the alarm occurred and they were asymptomatic. There was no discoloration or visible damage noted on the driveline. Further log file review after the controller exchange revealed that the driveline fault was occurring in the same phase as the original controller. A pump stop occurred on the morning of (B)(6) 2021. Another controller exchange attempted while the pump was stopped due to a driveline fault and controller fault. The new controller was unable to start the pump. The patient reported that their modular cable connection had been getting warm for the past two weeks and they felt a small shock from it. The patient also reported that the controller had been getting very hot. The hot modular cable connection caused the patient to sustain burns to their skin. The controller and modular cable were disconnected from the patient. Patient was transferred to the intensive care unit (ICU) on dobutamine, epinephrine and inhaled nitric oxide. Related manufacturer reports: heartmate 3 lvas implant kit MFR # 2916596-2021-06925. Controller after first exchange MFR # 2916596-2022-00494. Controller after second exchange MFR # 2916596-2022-00534. Modular cable after exchange MFR # 2916596-2022-00535.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.